Event description:
The customer reported observing a small leak from the coulter lh 750 hematology analyzer during startup. The volume of the leak is unknown, but the customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event, and there was no report of injury or direct exposure to the leak. The customer repeated all patient samples on an alternate lh 750 analyzer and verified that erroneous results were not generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak in the tubing at pinch valve vl95 and vl98. The fse proceeded to replace the affected tubing to resolve the leak and verified the repair as per established procedures. (B)(4).